Manufacturer narrative:
The leads (sc-2366-70, serial number 1000672, (B)(6) were not returned; therefore, a technical product analysis of the devices could not be completed. The returned implantable pulse generator (ipg) (sc-1132, serial number (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient underwent a revision procedure to reposition a spinal cord stimulation (scs) lead due to inadequate stimulation and lead migration. Four leads and an implantable pulse generator (ipg) were explanted and replaced during the procedure. The patient was discharged and doing well postoperatively. The explanted devices will be returned for analysis.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(4). Batch: n/I . Product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(4). Batch: 16224220. Product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(4). Batch: 16261348. Product family: scs-ipg-r. Upn: m365sc11320. Model: sc-1132. Serial: (B)(4). Batch: n/I.

Event description:
It was reported that the patient underwent a revision procedure to reposition a spinal cord stimulation (scs) lead due to inadequate stimulation and lead migration. Four leads and an implantable pulse generator (ipg) were explanted and replaced during the procedure. The patient was discharged and doing well postoperatively. The explanted devices will be returned for analysis.

Event description:
It was reported that the patient underwent a revision procedure to reposition a spinal cord stimulation (scs) lead due to inadequate stimulation and lead migration. Four leads and an implantable pulse generator (ipg) were explanted and replaced during the procedure. The patient was discharged and doing well postoperatively. The explanted devices will be returned for analysis.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 16224220. Product family: scs-linear leads upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 16261348. Product family: scs-linear leads upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 16338671. Product family: scs-ipg-r upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 16341581.